Manufacturer narrative:
No button error alarm noted during testing. The insulin pump received with intermittent button response due to corroded keypad traces. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and there was a crack in the casing at the corner of the screen. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 99 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.